Event description:
A (B)(6) year old female pt called zoll customer support to report that her monitor wouldn't power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) is underway. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a physically damaged f600 fuse. The root cause for the damaged fuse could not be positively determined during the investigation. No adverse event resulted from the defective monitor.

Event description:
A (B)(6) old female patient called zoll customer support to report that her monitor wouldn't power up. The patient was issued a replacement monitor.